Manufacturer narrative:
Date of event is estimated. D4. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide and prostyle devices referenced in b5 are filed under separate medwatch reports. Literature attachment: article (B)(4).

Event description:
The study established a comprehensive, sonography-based postinterventional assessment algorithm to measure femoral vessel complications for patients who had undergone transfemoral transcatheter aortic valve replacement (tf-tavr) procedures. The study mentioned the following complications potentially related to the use of proglide & prostyle: stenosis, pseudoaneurysm, vascular dissection, atrio-venous/iatrogenic fistula, hematoma, severe bleeding, ischemia, and unspecified device failure; this would require an additional method to achieve hemostasis, and surgical intervention and endovascular procedure were used. The study further mentioned the following complications potentially related to the use of prostar: stenosis and unspecified vascular complication. The study found the incidence of postinterventional femoral artery stenosis following tf-tavr was higher than expected with a number of used closure devices. Specific patient information is documented as unknown. Details are listed in the attached article, titled "femoral vessel complications after transfemoral tavr¿a contemporary sonography-based assessment of 480 patients with third-generation transcatheter valves".

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the part and lot numbers were not reported. The patient effect of obstruction is listed in the electronic prostar instructions for use, as a potential adverse event of use of the device. Based on the article information, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.